Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional had another patient who had the same issue of the power on reset (por), 0x400 parity error and therapy stopping; the patient had walked by an MRI scanner when the door was open which was what they think caused it. The por was able to be cleared and the patients were receiving therapy.